Manufacturer narrative:
The device was returned to olympus for inspection and the reported issue was confirmed. Additionally it was also discovered that the device displayed an e238 (scope communication error). Based on the results of the investigation, it is likely the reported e315 occurred due to a waterlogged scope connector causing unstable electrical communication and resulting in the temporary occurrence of the incident. In regards to the e238 error, it is likely this issue occurred due to corrosion on the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an e315 error. The issue was found during reprocessing of the device. There was no patient involvement.